Event description:
It was reported that during the implant procedure, high, out of range hv lead impedance was observed when connected to the device. The lead showed optimal measurements via an analyzer, but high impedance measurements were seen again with a second device. A new lead was implanted with normal impedance measurements. The patient is in excellent health after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.